Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported right side ¿capsular contracture, baker grade unknown. Patient reported sharp pain, "breasts are double the size" and anxiety. In addition, additionally regulatory agency reported the following vents which are not related to the device: extremely fatigued, joint pain, insomnia, brain fog, limb numbness in hands and feet, sensitive to light and sound, hair loss, slow healing of any injuries or piercings, reoccurring tonsillitis, migraines (weekly), headaches (daily), visual disturbance, ringing in ears, depression, mood swings, decreases libido, weight gain, ibs, and heart palpitations device remains implanted.